Event description:
Per surgeon: technical problem with a stapler, misfired on fifth staple and the knife did not cut the tissue.what was the original intended procedure?lap band removal and sleeve gastrectomy.